Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20: the device remains implanted and was therefore not available for engineering evaluation by gore. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing a unilateral gore® excluder® iliac branch endoprosthesis (ibe). Reportedly, the device deployed on first stage with no issue. However, upon second stage deployment, device didn't appear to fully open, restricting the delivery system from being removed from the body. The physician tried multiple attempts and delivery system appeared to be getting stuck within the external portion of the limb, as well as the olive tip getting caught on the flow divider. After much manipulation, twisting and pushing the delivery system up and down, it finally came out of the body intact. Procedure was successful in the end and there was no harm to patient.